Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. The cause of incomplete arteriovenous fistula embolization was not provided. Neurological changes due to hemodynamic changes induced by embolization is a known complication of fistula embolization procedure and is documented in the onyx instruction for use.

Event description:
Medtronic received information that following onyx embolization procedure of a dural fistula of the posterior fossa, the patient experienced confusional syndrome with memory problems as there was residual fistula. The fistula was mainly vascularized by the posterior meningeal artery on the right side, and this was embolized using onyx. No device issue was reported during the procedure. While in hospital, the patient developed a confusional syndrome with memory problems. A second angiogram showed a residual area of the malformation supplied by arteries from the left occipital lobe as well as the right middle meningeal artery. This was also embolized with total exclusion of the fistula. The patient's condition subsequently improved in terms of clinical symptoms. He was able to walk again and his dizziness and confusional syndrome disappeared.